Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited electromagnetic interference (emi) noise oversensing during a lead revision procedure. Additionally, a false pacemaker mediated tachycardia (pmt) episode was noted. This pacemaker remains in service. No adverse patient effects were reported.